Event description:
Pt alleges several years ago she developed a number of symptoms that ranged from muscle aches and pains to loss of sleep. She was initially diagnosed with chronic fatigue syndrome only to find later as more symptoms developed, that she was diagnosed with fibromyalgia and silicone poisoning. She now has swelling in the tmj area as well as the area beneath the tmj. Her eyesight is getting worse, she has lack of sleep that often causes depression and/or anxiety and is also affecting he brain functions in the form of memory loss and short term memory. Report also alleges when the silicone was removed, it was noted that the silicone sheets on both right and left sides wer punctured.